Manufacturer narrative:
Evaluation summary one accuview graph was returned to medtronic for evaluation. Based on the graph, the total time of the study was 96 hours. The ph value is normal. At 5:12am on the second day of the study, the ph value dropped below 1.0ph. Then, the ph increased above 8.0 to a high reading until the end of the study. This is indicative of the capsule detaching from the patient's esophagus prior to the end of the study.

Manufacturer narrative:
Evaluation summary the study was received for evaluation. The total time on the study was 96 hours. The ph value was at the normal value at 05:12:10 am. On the second day, the ph value dropped below 1ph and then increased above 8ph to a high reading until the end of the study. This indicates that the capsule detached earlier than anticipated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the device operator felt that the patient had an early detachment of the capsule from the esophagus. The study was received for evaluation. It is unknown if a repeat procedure would be done in the future. The last known patient status is that the patient is alive. The patient and the user did not experience any injury or harm due to the alleged device malfunction. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.